Manufacturer narrative:
The manufacturer's international service technician confirmed the error. The manufacturer's international service technician reported replacing the blower motor and the blower assembly to address this problem. The device successfully passed performance specification testing after the repair was completed. The ventilator went back in service.

Event description:
The customer reported an air valve liftoff failure. There was no patient involvement.